Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier tip would not close on the clip properly. There were four lives left. The surgeon's head was in the console, and they were manipulating the instrument. It was not static, it moved to scale and the timing was not off. There was no instrument interference or arm collisions. It was a persistent issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The customer stated that sometimes damage was not detectable when visually inspected and only became apparent during use. The issue was related to an unsuccessful clip application. The customer was unable to determine if the vessel or tissue bundle was greater than the specified diameter suggested in the instructions for use. The subject clip applier instrument had been used once during the case when the incident occurred. The issue was resolved with a backup instrument. The instrument should be returned for analysis. There were no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified